Event description:
The customer reported the power cord was incompetent. No reports of patient or staff injuries.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was replaced. The system was then found to be working as intended.